Manufacturer narrative:
Study: (B)(4).

Manufacturer narrative:
Identifier: (B)(6). (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of the (B)(4) clinical study. According to the complainant, the patient's anatomy was unusual as it was without the medial basal branch. The patient was reported to have had a large amount of mucous secretions in the airway during the procedure. There were no issues reported with the device. Following the procedure, on (B)(6) 2011, the patient was admitted to the hospital overnight for observation as the subject was having trouble taking deep breaths. Her lungs were reported as clear. While admitted, the patient was treated with a solu-medrol IV which the site confirmed was an escalation of medication which was prescribed for the event of asthma aggravation. The procedure had been completed with the alair bt catheter and the patient was discharged the morning of (B)(6) 2011. Update 27jan2012: the event of asthma aggravation was reported to have resolved on (B)(6) 2011.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of (B)(4) clinical study. According to the complainant, the patient's anatomy was unusual as it was without the medial basal branch. The patient was reported to have had a large amount of mucous secretions in the airway during the procedure. There were no issues reported with the device. Following the procedure, on (B)(6) 2011, the patient was admitted to the hospital overnight for observation as the subject was having trouble taking deep breaths. Her lungs were reported as clear. While admitted, the patient was treated with a solu-medrol IV which the site confirmed was an escalation of medication which was prescribed for the event of asthma aggravation. The procedure had been completed with the alair bt catheter and the patient was discharged the morning of (B)(6) 2011.